Event description:
The manufacturer received information alleging a ventilator inoperative error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, machine flow drift high, was observed on the device's error log. The third-party service technician further evaluated and determined the system printed circuit assembly (pca) had caused the ventilator inoperative error code to occur on the device. In conclusion, the device's system pca needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the system pca needs replaced to address two additional error codes, motor controller force shutdown and drift debug, that were observed on the device's error log. This was unrelated to the reportable issue. The buzzer needs replaced for another error code, therapy buzzer fail, that was observed on the device's error log. This was unrelated to the reportable issue. The air inlet foam filter and particulate filter needs replaced for preventative maintenance unrelated to the reportable issue.